Manufacturer narrative:
Device not returned.

Event description:
During the vertebral augmentation procedure, the device was left in the patient for approximately 15 minutes after the cement was injected. The delay caused the cement to harden and a portion of the distal needle broke off (less than 40mm) and remained in the patient as the needle could not be dislodged. No image was provided.